Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported implant removal due to "infection, delayed healing. Patient also reported "device is "yellow" in appearance and has "black and brown dots inside the explanted device". Device has been explanted.